Event description:
It was reported that the device says there is an occlusion when there is not, and that it keeps alarming. There was unknown patient involvement. No adverse event/patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to MFR:22-may-2026. H3 and h6 codes: updated. The suspect device was returned for evaluation. A 12-month service history review confirmed that the device had not been serviced during this period. Visual inspection revealed a cracked downstream occlusion (dso) seal. The issue was resolved by replacing the dso seal and recalibrating the dso sensor. The probable cause was a decalibrated dso sensor resulting from the cracked seal.

Manufacturer narrative:
D2a, d2b: correction.